Manufacturer narrative:
The screws were evaluated by the mfg facility. All parts were found to meet specifications and the product functioned properly.

Event description:
Three locking screws backed out post-op and were removed.